Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient claimed that the pacemaker was positioned too on their chest. On (B)(6) 2019 the device was repositioned. The patient later presented in clinic for follow-up with swelling and redness. It was determined that the patient had a pocket infection. The physician does not allege that the infection was due to the device or the initial implant procedure. On (B)(6) 2019, the device was explanted. Patient was noted to be recovering and was stable.